Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported multi organ failure and patient outcome could not be conclusively determined through this evaluation. The pump was not returned for evaluation. Review of the device history rec ords showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2021. The heartmate 3 lvas IFU, is currently available. Multiple organ failures and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported that the patient expired due to multi organ failure. The pump reportedly operated as intended and the death was not considered to be device related.